Event description:
The radiologist was advancing the denali vena cava filter through the sheath, when the filter detached from the delivery system inside the sheath. There was no harm to the patient. The radiologist then performed another procedure for successful placement of the vena cava filter. The radiologist claims that he did not twist or retract the pusher, and the rep said that the doctor has a lot of experience with the device.